Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient was getting an elective replacement indicator (eri) message on their patient programmer (pp) screen. The patient noted they had seen their healthcare provider (hcp) 4-5 weeks ago and the hcp did not seem to think the implantable neurostimulator (ins) would be depleted already. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.